Event description:
Boston scientific received information that the physician was unable to fully engage the right atrial (ra) lead into the atrial port on the header of this new pacemaker. There was no problem with the right ventricular (rv) lead insertion. The physician opted to replace the device and had no problems in locating both leads thereafter. This device is out-of-service, an attempted implant. No adverse patient effects were reported.

Manufacturer narrative:
The product was returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis was unable to confirm the reported clinical observations.